Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is not confirmed. One unpackaged ar-3638-1 serial/batch number (B)(6) was received for investigation. Functional test with the ar-3610ct batch #0072025 found the device functioning as required. Visual evaluation not damaged with the device.

Event description:
It was reported that during a labrum refix surgery the implant could not be inserted through the drill guide. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.